Event description:
The customer observed the lid of an architect c4000 falling and hitting en employee on the head. The employee was seen in the emergency room and observed. No further treatment was performed, she was cleared to return to work.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, instrument service and a review of labeling. An abbott field service representative replaced the c4000 top front cover, and no further falling top front cover issues have been reported for c4000 serial no. (B)(4). No adverse trend was identified for the customer's issue. The current complaint was found to be the only complaint occurrence of this issue over a 48 month review period, (12/01/2010 to 12/01/2014). Labeling was reviewed and found to be adequate as the 12 month maintenance instructions include performing instrument checks including testing the front top cover to ensure counterbalances are set correctly and the top covers do not move down when moved to the halfway position and released. The instructions direct the fsr to adjust or replace the c4000 top front cover as needed. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.